Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional related information provided and no sample received at the investigation site for evaluation, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, torsional ultrasound became intermittent, then disappeared and also the handle become hot. No system messages were displayed. The surgery was completed by replacing the handpiece. There was no harm to the patient. Additional information has been requested.